Manufacturer narrative:
This report is being sent as follow-up no. 1 to correct section b3, to update section d9 and section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One (1) 6fr angio-seal vip device was returned. The returned sample includes the hemostasis sheath and carrier tube. The device was subjected to visual analysis. The device appears to be in used condition with visible signs of blood. The device was cut open and the anchor was visible within the distal tip. The complaint can be confirmed for nondeployment device pullout. The exact root cause cannot be determined. The likely cause is there was an obstruction to the device sheath tip, preventing the anchor from deploying. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: materials manager. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal broke off during delivery, leaving the anchor possibly under the skin or in the artery, with the location unknown. Blood loss was reported. The event occurred post-procedure. The type of procedure performed was a heart catheterization. The reported event did not result in patient injury or require medical or surgical intervention.